Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was in a moderately tortuous mid right coronary artery (rca). The physician implanted a taxus express2 8.8% durg eluting stent (unk size). There was a proximal edge dissection. The physician placed another taxus express2 stent to treat the dissection. The procedure was successfully completed. No patient complications were reported. The patient's status is reported as good.